Manufacturer narrative:
Onsite functional and visual examination was performed. The system passed a system checkout. It was found in the error log files that there was a possible faulty hand switch. The part was replaced and the issue was resolved. Supplemental aro information is as follows: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0.

Event description:
Medtronic received information regarding an imaging device being used for a cervical spine procedure. It was reported that the system took about 1/10th of the 3d spin and stopped. The spine rep restarted the system and took another spin and it worked. There was no patient impact reported and a delay to surgery of 20 minutes, and there was 1 unused spin with the system reported.

Manufacturer narrative:
The hand switch for the imaging system was returned to the manufacturer for evaluation. Testing found that the unit functioned as designed. However, it was noted that the main cord was overstretched.